Event description:
Customer claims that the unit will not alarm when the pressure is taken off the sensor pad or when the sensor is unplugged from the alarm. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval: results - eval for the returned product shows that the unit powered on, but there is no alarm tone when pressure is taken off the sensor pad or when it's detached. There are pins missing from the sensor receptacle and the sensor function does not work. The black and red battery wire insulations are pinched. The tone selector feature does work. There was no damage to the alarm case. (B) (4).